Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during the af operation, the force values displayed were high. A second catheter was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported force issue is not considered MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 3-sep-2021, the bwi product analysis lab (pal) received the complaint device for evaluation. On (B)(6) 2021, pal revealed visual inspection of the device found that there was a hole in the pebax and a reddish material inside the pebax. This finding was assessed as an MDR reportable malfunction since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product evaluation on (B)(6) 2021 and reassessed it as MDR reportable.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned product revealed that there was a hole in the pebax and a reddish material inside the pebax. Spi screening test was performed, in accordance with bwi procedures. The product was working correctly; it was properly recognized and visualized. The catheter passed the specification, however, design failure mode and effect analysis (dfmea) states the damage in the pebax is related to the force issue. The damages found in the catheter could be related to excessive force or manipulation, however, this cannot be conclusively determined. The root cause remains unknown. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The instruction for use contains the following information, which was performed for this case: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).